Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was 250 mg/dl. The customer checked alarm history and found unexpected alarms and external ram crc error. Customer stated a temp basal was not programmed before the unexpected restart alarm occurred. The customer was advised that according to the external ram crc error troubleshooting error table pump should be returned on the 2nd occurrence. Customer wants to continue use his pump and advised to discontinue use and revert to a backup plan.